Event description:
Dr. (B)(6) called and asked what was in gluma powergel as he had a pt who had gotten it in her eye. He did not have time to speak as he needed to treat the pt, but asked that we call back in a few hours. The msds and directions for use were emailed to him. Called the hospital and spoke to (B)(6). She said she reported it to poison control and they advised them to rinse eye with water. She said they discharged the pt and told them to contact us. She said they would provide the dental office info. Called the dental office and spoke to (B)(6). She said that she was not in the area when it happened. He said she would not be able to answer questions. She said she would give my number to the employee so that she could call us and discuss the incident. On (B)(6) 2012, the assistant involved in the incident called back. She said this occurred as she and another assistant were cleaning a room between pts. They did not use the gdpg in a procedure on a pt. She said that she and the other assistant were discussing the gdpg as they cleaned a room. The assistant asked what color the gel is and the other assistant "out of the syringe." It flew directly into her right eye. She did not have her safety glasses on at the time. She said the painful burning sensation was immediate and she ran to an eyewash station where she flushed her eye for approx 5 minutes. The dr told her to go the ER. The ER doctor flushed her eye for approx 30 minutes. It was noted that she had a small cut on her eye. An antibiotic ointment was placed on the eye and it was covered with gauze for 24 hours. She went to an optometrist the following day. The optometrist looked at the eye and administered a sight test. Told her she is going to be fine, eyesight is normal, said it is going to be irritated and swollen but will heal. He prescribed a steroid eye drop for 4 days. She used it for 2 days, 3 drops total, and discontinued on her own. She now has a small red dot on her right eye. The pain lasted through thursday, friday, and saturday. Sunday was still red but no pain. On monday it was slightly pink, but no pain. She said she did not take anything over the counter or prescription for the pain. The only thing that as administered was the antibiotic ointment at the ER and the steroid eye drops from the optometrist.

Manufacturer narrative:
Pt brought the syringe to the hospital and the hospital disposed of it after the pt left.